Event description:
A 3.0 mm diameter x 25 mm length sprinter legend dilatation balloon catheter delivery system was inserted into a patient for the treatment of an rca lesion. Vessel morphology was reported as moderately calcified with 90% stenosis. The lesion was pre-dilated. The sprinter legend dilatation balloon catheter delivery system was inserted in an attempt to optimize the lesion; however, the balloon ruptured upon first inflation and gradually lost pressure. The lesion site was treated with another balloon. No additional clinical sequelae were reported, and the patient is fine. Evaluation summary: medtronic has received the device and its analysis is completed. The device was bent and wavy, possibly as a result of coiling. The hypotube was kinked 64cm distal to the strain relief. The distal tubing was kinked 7cm distal to the exchange joint. There was a hardened, crystallized substance present in the inflation lumen and the balloon which had been inflated. Blood was present on the device. In an effort to dissolve the residue the device was placed in a water bath at 39 degrees celsius for a period of time. After soaking, the hardened solution appeared to have become more fluid, but appeared to be viscous in nature. Balloon inflation was attempted and during pressurization the dial of the inflation device held pressure, but the balloon still did not inflate. The viscous solution was moved distally, resulting in liquid exiting from a small leak in the balloon material that was present on the balloon working length distal to the proximal marker band. It was confirmed from the account that the device passed negative prep, but ruptured on its first inflation. Upon investigation the balloon material at the leak site appeared to be pulled backwards on the balloon, indicating that the balloon material caught or was pressed against a surface at the lesion site. It appears most likely that the balloon material came into contact with the calcium/ stenosis present in the vessel during the advancement and placement of the device resulting in the damage to the balloon which impacted on the balloon inflation during the procedure. The device has not been identified to be the root cause of the event.

Manufacturer narrative:
(B) (4). Results: moderately tortuous and moderately calcified lesion with 90% stenosis. Conclusion: moderately tortuous and moderately calcified lesion with 90% stenosis. Evaluation summary: medtronic has received the device and its analysis is completed. The device was bent and wavy, possibly as a result of coiling. The hypotube was kinked 64cm distal to the strain relief. The distal tubing was kinked 7cm distal to the exchange joint. There was a hardened, crystallized substance present in the inflation lumen and the balloon which had been inflated. Blood was present on the device. In an effort to dissolve the residue, the device was placed in a water bath at 39 degrees celsius for a period of time. After soaking, the hardened solution appeared to have become more fluid, but appeared to be viscous in nature. Balloon inflation was attempted and during pressurization, the dial of the inflation device held pressure, but the balloon still did not inflate. The viscous solution was move distally resulting in liquid exiting from a small leak in the balloon material that was present on the balloon working length distal to the proximal marker band. It was confirmed from the account that the device passed negative prep, but ruptured on its first inflation. Upon investigation, the balloon material at the leak site appeared to be pulled backwards on the balloon indicating that the balloon material caught or was pressed against a surface at the lesion site. It appears most likely that the balloon material came into contact with the calcium/ stenosis present in the vessel during the advancement and placement of the device resulting in the damage to the balloon which impacted on the balloon inflation during the procedure. The device has not been identified to be the root cause of the event.